Manufacturer narrative:
Section e1: reporter establishment name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had cut their driveline in full on (B)(6) 2026 at around 03:00. Following consultation, the clinical team was informed of the available options and associated risks. The decision was made to proceed with a temporary repair of the cable and continue heartmate 3 (hm3) support. The driveline cable was repaired using electrical connectors, with each wire matched according to color coding. Reconnection was completed at approximately 14:00. After reconnection, the pump did not start, and the following alarms were observed: pump off, low flow, exchange controller, and communication fault. A system controller exchange was performed using the backup controller, after which the pump successfully restarted without alarms. Pump parameters (flow, pulsatility index, power, and speed) returned to values consistent with those prior to the cut. The patient remained clinically stable, with no signs of thromboembolism. The patient had been receiving low fraction heparin, clexane (enoxaparin sodium), and additional anticoagulation was administered via a 10,000 iu heparin infusion. The remaining driveline cable length from the skin exit site to the point of damage measured approximately 12.0 cm (measured from the skin to the end of the silicone covering). Final driveline repair by the manufacturer¿s technical team was required.